Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to boot up. Upon functional testing, the fse identified an issue with the hard drive bay of the flex vision pc. The hard drive bay had failed, which was causing the reported issue. As a temporary solution, the fse bypassed the bay and connected the hard drive directly to the computer. Later to resolve the reported issue, the fse replaced the disk bay and implemented changes to the system. After implementation of changes, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's flexvision computer was unable to boot up, preventing a full system boot. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.